Manufacturer narrative:
The following devices were also listed in this report: device; restoration adm x3 ins 28/48; cat# 7236-2-848 ; lot# 11218651; device; modular dual mobility insert; cat#626-00-42e ; lot# 13060751; device; delta un.fem hd 28mm r28 16/18; cat#6519-1-028 ; lot# 12745451; device; uni adaptor sleeve v40 ti; cat# 6519-t-100 ; lot# 94297702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised. Surgeon did not provide the rep with a clear reason for revision, but the surgeon wanted to revise the entire construct to 'start fresh'. An mdm metal liner, adm/ mdm poly insert, ceramic head with sleeve, and accolade ii stem were revised. Rep does not have access to any further information.